Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Device implanted (B)(6) 2025 without issue. After 1 day on support, placement signal reported to be inactive. Device was removed after 2 days on support due to pt successfully weaned off. The pump was returned. Data logs could not be recovered. The returned pump showed no physical abnormalities and showed nominal 5s parameters. Additionally, it passed all testing related to electrical wiring. The cause of the optical signal issue was not determined since returned product showed no abnormalities but field logs were unable to be recovered. Lack of information from the field could not determine the cause of the placement signal inactive. Changed fm to optical signal issue from placement signal issue as cpc9 only has an optical sensor. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
It was reported that placement signal was inactive on the same day of impella cp implantation, however the patient was stable. Eventually the patient was successfully weaned and the impella was explanted. No patient harm reported.